Event description:
Patient was revised to address dislocation. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2013- upon medical record review by a medical professional, it was discovered that the cup dislocated and the stem and sleeve failed. Poly wear was also noted. The cup, stem, and sleeve have now been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medwatch 1818910-2013-20244 was created in error. Please disregard.

Manufacturer narrative:
Medwatch 1818910-2013-20244 was created in error. Please disregard.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.